Manufacturer narrative:
Patient weight not available from the site. Software has not been evaluated as of the date of this report. (Fse) was on-site and not able to replicate a transfer error from the mvs to the stealth. Took multiple navigated spins without any transfer issue.

Event description:
A medtronic representative reported the o-arm spin did not transfer to the stealthstation while in spine surgery. Troubleshooting with medtronic technical services representative included manually pushing to transfer images; confirming available hard drive space on the system and successfully verifying communication between the o-arm and s7. Medtronic software engineering representatives indicated the o-arm exams folder may not be set up properly. The surgeon opted to discontinue use of the stealthstation s7 system to complete the procedure. There was no impact on pt outcome.